Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer complaint of "hi" blood glucose test results. Expected fasting blood glucose test result range is 350 to 500 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Blood test performed non-fasting during call on (B)(6) 2015 produced results of 541 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: (B)(6). Adverse event not reported.